Event description:
It was reported by repair work order that the nurse call system was not functional as the docker cable was damaged with exposed electrical wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.